Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that over the last few weeks she had been getting black spots on the lcd screen. The customer stated that the display anomaly would usually happen when being outside in the heat. She stated that there may be moisture or condensation inside the display. She also reported that the belt clip broke and the insulin pump kept falling. Blood glucose value was 187 mg/dl. The insulin pump was not replaced or returned for analysis.